Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 280 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.